Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es system download stopped. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system download stopped. The technical support specialist successfully resolved the data synchronization issue that had occurred due to a wi-fi interruption, which caused the download to stop. The customer was informed that this issue might recur due to wireless instability. The customer was notified and acknowledged the issue. Proceed with case closure. The system functioned as intended after the technical support specialist troubleshot the device.